Event description:
Customer reported he was hospitalized for low blood glucose. Customer blood glucose kept fluctuating prior to hospitalization. Customer's current blood glucose lowered to 21 mg/dl, treated with food. Customer stated the doctors at the hospital did changes to the device and he wasn't' sure what changes they did. The drive support cap is normal. Customer was incoherent, did not feel anything and just fell on the floor. Customer also has scoliosis pad, which was removed at the hospitalization. The insulin pump was not removed. Troubleshooting was performed on the device. Performed displacement test and the device passed. Customer wanted the device exchanged did not feel comfortable with the device. Customer did not have a back up plan. Customer was not sure if the device was exposed to an MRI machine. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside of the device and passed. The insulin pump passed the delivery volume accuracy test.